Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. (A trunk - ipsilateral leg endoprosthesis on the right and a contralateral leg endoprosthesis on the left). A 26mm×14.5mm×18cm trunk - ipsilateral leg endoprosthesis was selected. Reportedly, the length from the lower left renal artery to the right common iliac artery was about 17.6cm, therefore, the physician pushed the device upwards upon deployment to place the distal end on the right common iliac artery. However, the attempt was unsuccessful, and the distal end of device entered the right external iliac artery for about 5mm, covering the right internal iliac artery. The intraoperative angiography confirmed the delayed blood flow in the right internal iliac artery. No additional treatment was performed for the vessel coverage. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code 12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: improper component placement. The cause of the reported potential malfunction of coverage of the right internal iliac artery, is the device length used is longer than patients anatomy (18 cm device length with a reported anatomy of 17.6 cm). Additionally, it was reported that the physician attempted to push upwards upon deployment but was unsuccessful, however, the IFU states to stabilize the delivery catheter at the entry level into the introducer sheath, then deploy the ipsilateral leg. The gore® excluder® aaa endoprosthesis instructions for use for japan includes the following: "stabilize the delivery catheter at the entry level into the introducer sheath and secure the sheath to the patient's access site." And in the next step "loosen the distal deployment knob, pull the knob gently and steadily without a stop, and open the ipsilateral leg of the device.". W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.